Manufacturer narrative:
One single-use device was received for evaluation. The sample was not returned in its original package. Visual inspection revealed that the fillport cap was missing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the sterility cap was missing from one large volume infusor prior to patient use. There was no patient involvement. No additional information is available.